Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient was hospitalized and placed on IV antibiotics. Pocket was washed out and vanco was put in the pocket. Infection has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2019 due to an infection at the ipg site. Issue resolved.